Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11 correction information was provided in d.1., d.2., d.3. No serial number was identified with this complaint, therefore the manufacturing documentation was not reviewed. All product and batch history records are quality reviewed prior to product release. No on-site visit by a field service engineer was identified in relation to the reported issue. Typically, diffuse lamellar keratitis is not directly attributable to the device. Contributing factors of diffuse lamellar keratitis could be sterilization of instruments, surgical techniques, pre and post-operative medications as well as conditions in the operating room. The root cause of the reported event could not be determined. Not enough information was provided to properly complete an investigation. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the patient had experienced diffuse lamellar keratitis on the first postoperative day in unknown eye after refractive surgery. And the procedure was completed by using a microkeratome. Additional information was not available, a follow up has been attempted. There are multiple related reports for this facility. This report addresses the patient unknown, unknown eye and other manufacturer reports will be filed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).